Manufacturer narrative:
Weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation, results - a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on the product. Conclusions - (no device failure): based on the complaint history and the evaluation of the returned product, it was determined the device was not the root cause of adverse event. The capsule tear and vitrectomy occurred prior to lens insertion. (B)(4).

Event description:
The reporter stated the surgeon used an aq2010v three piece silicone lens. During phaco, there was a capsule tear and a vitrectomy was performed. This happened prior to lens insertion. The surgeon then inserted the lens but the capsule would not support the lens correctly. The lens was removed and an anterior chamber lens was implanted and the wound was sutured. This incident was not device related.